Event description:
During the surgery the paint on the shunt came off and broke into several fragments. Per the surgeon these fragments went into the lumen of the artery. FDA safety report ID # (B)(4).